Event description:
The 3m integrator lot # 2021 12at did not turn black after exposure to steam sterilization. Dates of use: (B)(6) 2017. Diagnosis or reason for use: sterilization indicator. Is the product compounded: no. Is the product over-the-counter: no.